Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic and did not receive therapy during the oversensing. Patient left the clinic before programming changes were made. No new appointment has been scheduled. No further information was provided.